Event description:
It was reported that (1) et45w device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the staples didn't form when fired. It is unknown how the case was completed. There was no consequence to the pt.